Event description:
It was reported that pump experienced malfunction alarm without any notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted with resetting pump using provided instructions, confirmed that malfunction did not recur after reset, advised customer to continue using pump, and instructed customer to call back if malfunction code appeared again, which customer acknowledged and understood.